Manufacturer narrative:
(B)(4). Wedge band bypass. The analysis results found that the tsb35 device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was partially fired 1/2. The cartridge lockout was found normal. In addition, the cartridge deck and wedges were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens, the cartridge gets indented, therefore ,there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced, the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy procedure, an incomplete staple line was noticed after firing the device across the splenic artery. A crunching noise was heard when the device was fired. Excessive bleeding occurred resulting in the procedure to be converted to open. A blood transfusion was necessary and the issue was corrected using clips and suture. The exact amount of blood loss is unknown at this time. The patient was reported to be in stable condition.